Event description:
Consumer reported complaint for low blood glucose test results. At the time of the call the customer felt well and did not report any symptoms. Customer stated that she went to hospital this year in (B)(6) 2022; customer could not recall the specific date. Customer stated that she had been sleeping and her sister noticed she was sweating and had tried to wake her but that she was unconscious. Her sister performed a glucose test and the result had been 22mg/dl am fasting. Customer's sister had called the ambulance and when paramedics arrived (probably between 20 or 30 minutes after her sister called them - as per customer stated) , the paramedics tested her blood sugar with their meter and had obtained a result of 42mg/dl am fasting. They immediately gave her concentrated IV dextrose and when customer was conscious when she arrived at the hospital. The diagnosis was hypoglycemia. Customer was discharged 2 days later and the doctor took her off from glipizide and recommended she follow up with her hcp. After following up with her hcp, her doctor prescribed metformin and decreased the dosage of her ozempic. Customer was unable to provide the lot number of test strips that she had been using at the time.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Same meter serial number, different test strips. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-may-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the replacement product sent on (B)(4).